Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump could not be charged and the usb port was causing charging difficulties on the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact.